Manufacturer narrative:
The reported event was confirmed during evaluation and review of the event log of the thermogard console ((B)(4)) performed at the customer site. The root cause is due to a defective air trap block. Visual inspection of the console revealed physical damage on the air trap sensor, cable and pc board. This observed issue is consistent with the customer reported event of burnt smell due to a short in the air trap sensor board and cable. Thus this damage caused the mid09 (air trap assembly) error message to display. Additionally review of event log files revealed multiple mid09 sensor error. After replacement of the damaged parts, the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported a burning smell coming from the air trap section and also some deformation was also observed around the air trap. It was reported that at a later time, mid 09 (post sensor) error message was displayed. No known impact or consequence to patient. No further information was provided.